Event description:
The surgeon attempted to implant an aq2010v three piece silicone lens but it tore inside the cartridge prior to being inserted. There was no pt contact or injury, the nurse indicated that it was unknown as to why the lens tore. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.